Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the customer stated that there were black particles which were left in the abdomen after firing the cartridges. The particles were found after firing and removed using graspers. No other adverse events were reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The event report alleges the products were used in a surgical procedure. Visual inspection of the cartridge revealed that the loading units were fully fired. Printing line of the anvils were not intact and all of the loading unit anvils were bowed. One of the loading units displayed nicks on the knife blade upon microscope inspection. The loading units were loaded into the subject a pmv representative instrument for functional testing, and all produced acceptable results. A review of the device history record indicates these products were released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The investigation detected secondary conditions of bowed anvil and knife blade damage that had no relationship to the reported incident. No enhancements or improvements were generated for the reported condition. Replication of produced shavings disengaging may occur if the devices were put through a sanitization procedure or an external substance was applied to it past the manufacturing procedure. However, it could not be established when this occurred. Replication of the secondary, anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Replication of the secondary, damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.